Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction channel blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the suction channel. In addition, our technician confirmed that the insertion flexible tube coating damage, the remote control buttons leak, the root brace rubber (insertion flexible tube) cut, the remote control buttons cut, the objective lens scratched, the distal body worn out, the insertion flexible tube poor finish, the insertion flexible tube lump/wave, the suction channel kink, the ccd module with drive pcb pixels, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.